Manufacturer narrative:
The event is classified as a serious injury based on the available information. A complaint has been initiated and investigation conducted. Based on the information made available it was concluded that the issue resulted from the device use error.

Event description:
It was reported that "a patient had develop a severe rectal bleed due to which the device was withdrawn from the patient as per instruction. A colonoscopy was performed immediately, and a significant internal ulceration was observed."